Event description:
No known adverse event. No video image. Refer to expiration date as complaint notification date. The time of event is unknown. This event occurred, no report of patient harm. The date of event is unknown.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-52602) which was submitted. Therefore, MDR (9610877-2022-00358) filed on march 9, 2022 is considered a duplicate report.